Event description:
It was reported vessel dissection perforation, and an additional device was required. A 1.85mm jetstream sc catheter was chosen to treat a 95% stenosed, moderately tortuous and calcified target lesion with intermittent claudication in the right superficial femoral artery (sfa). Prior to the procedure, the patient experienced pain and vessel occlusion. During the procedure, 1.85mm jetstream sc catheter functioned as expected; however, a vessel perforation occurred that resulted from cutting too close to the blood vessel wall. The perforation resulted in internal bleeding, and a non-boston scientific stent was placed. The procedure was completed with another device of a different model. There were no further patient complications as a result of the event.